Event description:
Additional information from health care professional indicates that the patient described that at about 1 month post-op that the vision in the left eye was "darker" as compared to the vision in the right eye. Visual aquity is 0,8 full, against 1,0 on od, with no other significant parameters and no hint to visual disturbance. During physical examination the lens looks os more hazy than od. Post-op medical treatment: topical medication with maxitrol eyedrops. Post-op medical condition including visual acuity: no issues detected after first surgery, no significant inflammation, visual acuity on 26. (B)(6) 2012: 0,8 (-0,25 = +0,5/45°).

Manufacturer narrative:
Corrected data: implant date: (B)(6) 2012. The explanted lens was returned to our manufacturing facility for evaluation. The lens sample was received cut in two halves. The sample was inspected visually under microscopic view at 10x magnification. The visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. The surface residuals were compatible with use of the lens, implant and explant. The haptics (loop) was distorted and revealed a pinched loop condition. No cloudy or opacity was observed in the two halves of the received lens. A cloudy lens was not verified in the returned lens sample. A review of the manufacturing records revealed that all process operations were in compliance. All tests results showed a pass condition and the documentation showed that the production order was manufactured according to specifications. No deviations or non-conformances were generated. Manufacturing record of the sub assembly showed that all process operations were in compliance. All tests results showed a pass condition. The slit lamp inspection showed that all the lenses sampled had an acceptable haze level. The documentation showed that the production order was manufactured according to specifications. No deviations or nonconformance were generated. A review of the raw material/process manufacturing instructions did not show any changes in the manufacturing method or specifications. The sterilization record was reviewed and no deviations were found. The documentation showed that the sterility tests were completed and were no growth certified. The pyrogen test was completed and was non-pyrogenicity certified. The eo cycle parameters were met, aeration parameters were met. The manufacturing record review and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The date sample received is corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation - manufacturing record review for serial number (B)(4) was performed. A review of the manufacturing records revealed that all process operations were in compliance. All tests results showed a pass condition and the documentation showed that the production order was manufactured according to specifications. No deviations or non-conformances were generated. Manufacturing record of the sub assembly showed that all process operations were in compliance. All tests results showed a pass condition. The slit lamp inspection showed that all the lenses sampled had an acceptable haze level. The documentation showed that the production order was manufactured according to specifications. No deviations or nonconformance were generated. A review of the raw material/process manufacturing instructions did not show any changes in the manufacturing method or specifications. The sterilization record was reviewed and no deviations were found. The documentation showed that the sterility tests were completed and were no growth certified. The pyrogen test was completed and was non-pyrogenicity certified. The eo cycle parameters were met, aeration parameters were met. The manufacturing record review and related documents showed that the production order was manufactured according to specifications. (B)(4): placeholder.

Event description:
It was reported that the patient realized the intraocular (iol) lens had turned from clear to cloudy. The lens was removed; no patient complications or injury were reported.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.